Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic mini gastric bypass, while creating a pouch, the device did fire and there was no poor staple line formation nor incomplete staple line however, an unusual bleeding was reported. The surgeon over sewed the staple line to resolve the issue and complete the case. No patient injury. The patient is obese and has obstructive sleep apnea and hypothyroidism condition.